Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 800 mg/dl. The customer stated that the insulin pump may not have been working correctly, but she was unsure. She complained of sickness, oversleeping, rising blood glucose levels, vomiting, and incoherent speech. She was treated upon admission and discharged 4 days later. She also reported that the sensor was not working, stating that it would take a charge and seem to work correctly. However, she stated that the last time she had the sensor on, the blood glucose was as low as 36 mg/dl. The customer declined to continue troubleshooting for the issue due to feeling too tired. She observed an unexpected straight line on the sensor graph but advised that she would call back later to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.